Event description:
It was reported to covidien on (B)(6) 2008 that a customer had an issue with a catheter, continuous flow. The customer reports the trellis was placed and positioned easily without complication over wire. Trellis wire put in place. Both balloons inflated. Procedure started 2 minutes into run proximal balloon went down at end of procedure we noticed the distal balloon was down.

Manufacturer narrative:
Submit date : (B)(4) 2010. In march 2009, covidien acquired bacchus medical. Covidien has undertaken a review of bacchus' old complaints and determined that certain complaints were MDR reportable. As a result, covidien is filing this MDR report. Due to the nature of the record keeping and investigation practices of the previous owner, we are unable to provide determinations or conclusions about the possible root cause(s) of the issue being reported. We do not expect to receive additional information about this complaint.